Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single port (sp) instrument arm drape could not be installed on the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after installation of the arm drape, da vinci gave an error. It could not find the installed drape. We removed the drape from his position and reinstalled it. The same error occurred. So the decision was made to open a new arm drape. The new drape was installed without problem and worked perfectly during the operation.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.